Event description:
A report was received that the patient's ipg could not communicate with the remote control and was not providing stimulation. The patient underwent an ipg replacement. Device malfunction was suspected. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The device had been in hibernation, and it was unable to communicate with a remote control. The device was able to communicate with a remote control after being charged. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Impedance readings were within the expected range. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg could not communicate with the remote control and was not providing stimulation. The patient underwent an ipg replacement. Device malfunction was suspected. The patient was reportedly doing well post operatively.